Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the plunger did not retract after it was actuated outside the patient. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.